Manufacturer narrative:
Results and conclusions other: the actual device used during the case has been returned for eval. Visual exam of the aspiration catheter revealed that the radiopaque marker band is intact. Visual exam of the wire lumen of the aspiration catheter revealed that there is a tear in the wire lumen portion of the dual lumen sub-assembly. The tear starts at the proximal end of the sub assembly and terminates at the proximal end of the injected molded tip. The full length of the over sleeve material is torn. The pet micro lumen, a component of the dual lumen sub assembly is completely separated from the product. The rep was notified and contacted the physician and the physician has confirmed that the separated micro lumen material is not inside the pt. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed; however, the exact cause for the event is unk.

Event description:
The actual complaint sample was returned and based on the product sample eval the determination has been made that this is a reportable event. The made aware date is considered to be nov 13, 2009. It has been reported to us that the wire lumen of the aspiration catheter became separated during the procedure. The pt had a tortuous right coronary artery. The physician also commented that there was wire management issues during the procedure. The physician inserted the aspiration catheter into the pt. At some point during the procedure, the physician observed that the monorail wire lumen had become separated from the shaft. The physician removed the guide catheter and aspiration catheter together from the pt. The pt is reported to be fine.